Manufacturer narrative:
Continuation of d10: product ID 8703w lot# l35108 serial# implanted: (B)(6)1995 explanted: (B)(6)2017 product type catheter product ID 8598a lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: l35108, ubd: , UDI#: (B)(4).; product ID: 8598a, serial/lot #: (B)(6) ubd: 22-jun-2009, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal clonidine, hydromorphone and fentanyl (all unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient's wife (caller) stated that back in 2017, they went to replace the pump and attempted to replace the catheter but the catheter was encapsulated and scarred in so they could not remove it. The caller stated that they removed the pump and let it heal, but the patient developed a seroma and an open wound. The patient's wife stated it was a year-long process to heal and they placed a new catheter and pump in 2018. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.